Event description:
About 4 am I woke up with what felt like low blood sugar yet, my dexcom g7 sensor was reading 261 and could tell my pump was adding a correction bolus. I dosed off but woke again and realized my tongue was going numb. I did finger prick and my blood sugar was 47. I ate carbs and got my blood sugar back under control. Having had td1 for almost 55 years I recognized the signs. But that happening at that time of night will shake up your nerves. I have continuously had trouble with the g7 sensor staying connected to my pump since I began using them and therefore my control is more difficult but dexcom says the next ones I get will remedy the issue but the one I'm wearing now is as bad or worse than the ones last year. I wore the dexcom g6 for years with very few issues. ID love to switch back but dexcom is going to stop manufacturing them next year. They once had a great product but management has now created a very dangerous product, especially for younger and newer td1 patients. Im back to doing finger sticks.